Event description:
The clinician reports the implant was inserted (B)(6) 1999 in ada 25. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.